Event description:
It was reported a stent that was being placed in the iliac became stuck in the catheter halfway during the deployment and could not be deployed. The doctor had to pull the whole delivery system out. There was no patient injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample has not been returned for evaluation to date. This application represents an off label use for this device. The luminexx biliary stent is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms.